Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 400 mg/dl. Treated with manual injection. Customer had moderate ketones. The blood glucose reading at the time of the event was 165 mg/dl. While at home the customer went low to 30 mg/dl. Customer was dehydrated. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.